Manufacturer narrative:
The investigation determined that higher and lower than expected vitros dgxn results were obtained for non-vitros (biorad) quality control fluids using vitros dgxn slide lots 1913-0246-2323 and 1913-0246-3800, tested on a vitros 5600 integrated system s/n (B)(4). The most likely assignable cause of the lower than expected vitros dgxn quality control result is an instrument performance issue, as a within-run vitros dgxn precision test was outside performance guidelines, indicating that the vitros 5600 integrated system was not performing as intended. In addition, historical vitros dgxn quality control results indicated a within laboratory precision issue. Following service actions which included replacement of the immuno wash fluid shuttle registration extension spring which was missing, acceptable vitros dgxn within lab quality control results were obtained, indicating service actions had returned the vitros 5600 system to expected performance. There is no evidence that vitros dgxn slide lots 1913-0246-2323 and 1913-0246-3800 were not performing as expected.

Event description:
A customer obtained lower than expected vitros digoxin (dgxn) quality control results from a non-vitros quality control (qc) fluid, when compared to the customers established mean. The result was generated using vitros chemistry products dgxn slides processed on a vitros 5600 integrated system. Biorad qc level 3 lot 40953 vitros dgxn results 1.88 and 1.92 ng/ml versus expected mean 3.45 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1953824/qerts record ID 419219.